Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, low voltage lead impedance issue was observed on the lv lead. The upper pacing lead impedance was increasing upon review of the yearly trend. The capture threshold values looked stable. It was suspected that the changes appeared to be physiological however lead damage was suspected. It was recommended to discuss with the following physician and to monitor the lead. No further information available.